Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual shot. The customer mentioned that the serter was pulled back and it was not released properly. The customer was advised of the proper usage of serter. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.